Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). [Name removed] is biomed but not avea trained. Rt dept says that only on this vent they keep getting "intermittent circuit occlusion" alarm in the neo mode only. They set up all the vents exactly the same using same disposable exh filter, circuits, settings, everything the same but get the "intermittent occlusion" alarm on this vent only. He said they have been using the same circuit for a very long time but he did not know the name. No special adapters or sensors being used. Device was on a pt, however the user facility reported no harm or injury to pt. Carefusion tech support explained to biomed that this sounds like a possible vent calibration issue. Biomed stated he does not do calibrations on avea's. He would like a billable field service call.

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device and verified the reported "circuit occlusion" alarm. The carefusion filed service representative calibrated the transducer and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion, the device was released back to the customer ready to be placed back into service. Carefusion sent a letter via email to the user facility seeking additional info concerning the reported event and the condition of the pt. As of (B)(6) 2015, the user facility has not responded to the letter nor have they provided info regarding their troubleshooting results.